Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: transforaminal lumbar interbody fusion, l3-4 left, using bmp autologous bone and stryker peek cage. Pedicle screw instrumentation, l3-4 bilaterally. Posterolateral fusion, l3-4, using bmp and autologous bone. Removal of rods, l4-5, bilaterally. Replacement of l4 screws bilaterally with 6.5x50mm screws. Exploration of fusion, l4-s1. Preoperative diagnosis: degenerative lumbar disc disease and lateral canal stenosis, l3-4. Status post interbody fusion, l4-5 and l5-s1, status post pedicle screw instrumentation, l4-s1. Per-op notes: ¿after these appropriate locations were confirmed, 6.5x45 mm screw was placed bilaterally. Ap and lateral films confirmed a good position at this point. Then, after this was accomplished, the posterolateral decortication was accomplished on the right side, and subsequently autologous bone and bmp(bone morphogenic protein) were used up. A small pack of bmp was used for the entire amount of bmp; in fact, less than approximately three quarters of that volume was used. At this point, after thorough cleaning of the disc space was accomplished, a sushi ball of bmp followed by autologous bone was impacted in the disc space, and following this, the 11x11x25 mm peek cage, which had been packed with autologous bone, was impacted nicely. It was well below the cortical vertebral body surface. Then the posterolateral autologous bone and bmp were placed.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.